Event description:
130 degree x 13 nail implanted and reamer didn't go through lag screw hole. Took out nail and realized nail is 125 degrees. Nail is stamped 13 x 130 degrees. They used another nail from the exact same part number and lot number and it went in immediately without problems. The surgery was extended by 25 minutes due to the problem.